Event description:
It was reported that the blade cracked in half when tightened during a procedure. The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Event description:
It was reported that the blade cracked in half when tightened during a procedure. The case was completed successfully. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
Device not yet received for evaluation.

Manufacturer narrative:
Device was returned and evaluation performed.